Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during procedure the right ventricular (rv) lead was inserted in the device and there was only intermittent pacing and the patient went into asystole. Additionally, the lead had no capture. The device was replaced and the parameters were satisfactory. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.